Manufacturer narrative:
Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1: email address: unknown, as information was requested but not provided section e1: telephone number: (B)(6). Section h6: health effect - clinical code 4581: no code available (incision enlarged). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was implanted in the patient's eye. The physician encountered resistance when advancing the plunger. Account indicated that the directions for use were followed. Damage occurred to the trailing haptic and optic of the iol, requiring the incision to be enlarged for lens removal. A backup lens was successfully implanted without any issues. No further information was provided.